Event description:
Bilateral patient. Litigation alleges that patient has experienced chronic severe pain, difficulty walking and moving generally, and elevated chromium and cobalt levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ bilateral patient. Litigation alleges that patient has experienced chronic severe pain, difficulty walking and moving generally, and elevated chromium and cobalt levels.; doi: (B)(6) 2007 - dor: none reported (left hip); doi: (B)(6) 2008 - dor: (B)(6) 2012 (right hip); **patient is a resident of (B)(6). **update** 23 june 2014 - der rcvd - left - added sleeve product, dor and surgeon / hospital information.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 10/2/14 - medical records received. Upon revision metalosis, a pseudotumor, cyst and cloudy milky fluid were noted. The information received does not change the MDR decision. This complaint was updated on:10/20/2014.